Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was calcified, 85% stenotic in a severely tortuous circumflex artery (cx). After predilatation the physician attempted to reach the lesion with a stent. However, difficulty advancing was encountered. Consequently, the stent was never deployed. Upon removal of the taxus stent from the patient's body stent damage was noticed. The procedure was successfully completed with another stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good."